Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 500.4 mg/dl. Cause was not known. The customer changed supplies to address the bg. A system check was performed and revealed the pump was working as intended. Recommendation was made to consult with a healthcare provider regarding diabetes management.